Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 0-degree endoscope plus to perform failure analysis. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The probable root cause is typically attributed to use conditions, such as inadvertent collisions with hard surfaces or drop of the scope. Additional observations not reported by site: the endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The probable root cause is usually attributed to the user, such as inadvertent collisions with hard surfaces or falling endoscope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The probable root cause is typically attributed to use conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The probable root cause is typically attributed to component failure, such as material degradation. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The probable root cause is typically attributed to the user, such as improper handling of the cable during use or in reprocessing.

Event description:
It was reported that during central processing, a 0-degree endoscope plus had an issue. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the materials did not become detached inside the patient, as the scope was not used on the patient because when it was plugged in, they got an error that the right eye was not working. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.